Event description:
It was reported to philips that the system would not boot up. No harm was reported to philips. The device was not in clinical use at the time of the reported event. A philips field service engineer (fse) inspected the device onsite and did a power test. After the breaker was reset, the device was returned to use in good working order.